Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: e1(event site telephone). A getinge field service engineer (fse) evaluated the unit and the issue of unstable arterial pressure waveform was confirmed. Poor contact in the optical sensor connector was suspected, so the blue connector (cbl assy, fo sensor ext) was replaced. Fiber optic test pwm 48 lamp output 182 lamp output/pwm 3.79 signal count 126 signal level 157. After replacement, a performance check was performed according to the service manual and the results were good.

Manufacturer narrative:
Due to character limit in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had blood pressure waveform malfunction when using a sensor balloon. There was no patient involved.